Event description:
During a fistula angioplasty, the balloon was inflated by hand. The balloon ruptured; circumvently tore. The physician tried to remove the balloon catheter and it would not come out. The physician then tried to remove the balloon and sheath as a whole and it again would not come out. While trying to remove the tip of the catheter broke off. The physician went through the neck and used a retrieval device and was able to retrieve all the pieces except the distal marker. Several pictures were taken and the physician could not find the distal marker. District manager will see if the images are available as well. Physician and district manager confirmed the pt is doing well.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.